Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 12j16h25 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 4 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Dianeal therapy was ongoing. The cause of the event was unknown. The patient was treated with vancomycin 2 gram ip q 3 days for the peritonitis. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.